Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: were there any adverse patient consequences as a result of the intra-op suture breakage? According to the feedback of the sales representative, all the above answers are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2022 and suture was used. The suture broke when sewing during the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Additional h3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis.